Event description:
It was reported that the implantable cardiac defibrillator (ICD) had a power on reset (por). The ICD was "reset" and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that there was a power on reset; 1 - por for critical ram parity error, addr=2abe data=24 on (B)(4)-2012 17:18:02 and 1 - patient alert for por on (B)(4)-2012 17:18:02.